Event description:
--

Manufacturer narrative:
Additional information was received that another high out of range pacing impedance measurement and high threshold measurement were noted. The physician decided to program this lead to monitor only. No further information is available.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement and loss of capture. It also exhibited a high pacing threshold measurement. The lead was reprogrammed to unipolar configuration, and this enabled capture. The device was also programmed to maximum output to ensure lv capture. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.